Manufacturer narrative:
Concomitant medial products: product ID: 5076-52, product type: lead , implanted:(B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced slow heart rates. "Random pacing spikes" were noted on the implantable pulse generator (ipg). Possible intermittent atrial undersensing and oversensing were also noted on the right atrial (ra) lead. The lead and device remain in use. No further patient complications have been reported as a result of this event.